Manufacturer narrative:
H3. Analysis of the lead (s/n (B)(6)) found no anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID b3300542 lot# serial# (B)(6) product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: b3300542, serial/lot #: (B)(4), ubd: 11-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after implanting the lead, the surgeon attached the testing cable and spun it a couple of times back and forth to remove any coating. The lead connection was tested via an external neurostimulator (ens) and came back as not able to be verified. Impedance check was performed and all contacts came back red. The cause of the high impedance is unknown. The lead cable was spun and tried again and continued to have high impedances. The lead was then connected to a lead confirmation cable and connected to the alpha omega, which also came back as high impedance. They verified that the connector looked to be seated well with the end of the lead lined up with the blue arrows in the little window. A new lead was then implanted and they continued to get the same high impedance as well as being unable to verify lead connection. The stylet was then checked to make sure it was seated properly and they tried a new lead connection cable with the same results. At this point, they opened a legacy lead with twist lock cable and tried the impedance. This lead and cable came back as normal. Therefore, they knew the tablet and ens were working. The physician then vigorously spun the second sensight lead connected back and forth numerous times to try and remove any oxidation, slid the connector up an d down on the lead, and then wiped the lead well with a 4 x 4. The lead was inserted again and this time the lead verification check came back normal and impedances were resolved with the exception of a slightly high impedance of13.3k between 2b and 1b. The lead was then checked by the alpha omega and it showed the slightly high impedance on 2b and 1b. The lead was implanted since there seems to be a good chance that that impedance could resolve over time with stimulation. The first lead will be returned. The problem does not seem to be a problem with the ens since they were also getting high impedances using the alpha omega lead confirmation cable which does not use the ens.